Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check and the ventilator generated a technical error code. The ventilator was investigated by our field service engineer on site and the the issue could not be reproduced. The unit passed several pre-use checks and no parts were replaced. No log files have been provided. The root cause to the reported failure has not been established in this investigation. However, the technical alarm that was generated is common after a software installation. If the error code had remained, it could have indicated a hardware error.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. # (B)(4).